Manufacturer narrative:
This report is being submitted as follow up no. 1 to provide a correction. The correct manufacturing date is march 5, 2018.

Manufacturer narrative:
Device was not implanted. The actual device was not returned, therefore an evaluation of the actual device was unable to be conducted. A review of the device history record of the product code/lot# combination was conducted with no findings. With no device return, the exact cause of the reported event cannot be definitively determined based on the available information. This report is for the second device used on the patient; see MDR no. 3013394970-2018-00482 for the first device reported that was used on the same patient.

Event description:
The user facility reported that the bypass tube was already detached. The bypass tube on the angio-seal devices were found detached from the carrier tube tip before use. The device was not used and another angio-seal device was used to continue the procedure. Hemostasis was successfully achieved by the third device. The device had been stored on a level place. There was no obstacle to open the pouch. The pouch was fully opened all the way from the arrow side to the end. The procedure before deploying the device was (pci) percutaneous coronary intervention. A pre-deployment angiogram was performed. The size of the sheath ancillary used was 7 fr. There was no health damage to the patient. No equipment or other devices were used with the angio-seal device.